Manufacturer narrative:
The insulin pump was received with a detached end cap, a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing endcap sticker. They were unable to perform the self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor test, no delivery test, displacement test, and verify the compromised alarm due to the detached end cap. The pump passed the idle current test and run current test.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that when she rewound the pump and tried fill tubing, she got the error. Customer's blood glucose was 225 mg/dl at the time of the incident. Troubleshooting was performed and it was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced.